Event description:
The complaint states that "unexpected receiver shutdown" was reported. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. G3: date received by mfg ¿ additional information. H2 type of follow up: additional information/ device evaluation. H3: device evaluated by mfg- additional information. H3: evaluation included - additional information. H6: additional information.

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and failed. Receiver boot was performed and failed. Receiver charge was performed and failed. Internal visual inspection was performed and passed. The performance data was not reviewed as the logs could not be downloaded due to receiver damaged/ defective usb connector. The allegation was undetermined. A probable cause could not be determined. No injury or medical intervention was reported.